Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broke. The customer's blood glucose at the time of the incident was unknown. The customer was assisted with the troubleshooting. The product will be returned to the analysis.

Manufacturer narrative:
Updated additional information which was not provided in initial report.

Event description:
Customer states that he does not believe that his sensor broke and believes that he was inserting it wrong.